Event description:
Reportedly, some of the staples did not close. A leak was noticed. The pt rec'd an illeostoma and the surgical time was extended by about an hr. Procedure: sigmoid resection.

Manufacturer narrative:
06/06/2007: initial report sent to FDA.